Event description:
Meter name: fast take. Strip name: fast take strips. Meter code: unknown. Strip code: unknown. Strip storage: unknwon. Symptoms: shaky and headache. A pt reported thay had anxiety over their readings being high. Their meter allegedly would only prompt message of error 2. The result last noted was 11.8 mmol/l. Calculated it to 213mg/dl. Treatment was they took medications and called doctor for advice. No further info has been reported.